Event description:
Patient reported left side small amount of fluid collection and rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small amount of fluid collection", rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: no observed. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side small amount of fluid collection and rupture. Device has been explanted and replaced

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening device assessed as surgical damage. Seroma-late: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side small amount of fluid collection and rupture. Device has been explanted and replaced.